Manufacturer narrative:
An event regarding abnormal ion level and disassociation involving a metal head was reported. The event was confirmed for disassociation based on medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2020 "surgical pathology report specimens, hardware right total hip implant, 3 components, gross examination only, hardware may be returned to patient." (B)(6) 2020 "operative note, right total hip arthroplasty revision, gen. Anesthesia, post-lat approach, black fluid consistent with metallosis, limited to intra-articular, failure of the trunnion of the femoral stem, head was disassociated, trunnion had dramatic wear " revised to modular, revision tha with ceramic head and dual mobility bearing. Uncomplicated surgery described. No clinical or pmh,no patient demographics, no imaging studies, no examination of explanted components, no laboratory studies, no primary operative report. While the revision operative note appears to confirm part of the event description, insufficient data is presented to confirm the elevated cobalt and chromium levels or create a medical report for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.   Complaint history review: there have been no other similar events for the reported lot.  Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) , 2009 and was revised on (B)(6) , 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: per revision operative report this is a head disassociation.